Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis and only 25% of stimulation settings were made available. In absence of sufficient stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
H1 - type of reportable event was updated to serious injury.

Manufacturer narrative:
Additional information: a4: patient weight.

Event description:
It was reported that the patient received the elective replacement indicator message.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with new ipg addressing the issue. Reportedly, therapy was confirmed post operatively.